Event description:
During follow up on (B)(4) 2011, corporate product surveillance (cps) received a report from a care giver (cg) that she also noticed teeny tiny air bubbles near the door on one of the lines. She did not have a sample available or a lot number. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed due to a lack of sample and the cause, therefore, was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A batch review could not be performed as the lot number of this device is unknown.